Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim no audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it failed for no audio. Data was downloaded from the receiver and reviewed finding no errors. A manual sound drop test was performed on the receiver and it failed. The case of the receiver was opened and it passed. A test for resistance was performed on the receiver speaker and found high resistance across the speaker. The complaint for no audio output was confirmed. The root cause was determined to be a defective receiver speaker post investigation.